Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p have made multiple attempts to obtain further information with regards to the reported event, however no further information was provided by the customer. Our investigation is thus based on the initial information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of an opt316 optiflow junior nasal cannula was broken during use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt316 optiflow junior nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt316 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Event description:
A regulatory body reported on behalf of a healthcare facility in the united kingdom that the tubing of an opt316 optiflow junior nasal cannula was snapped on one side during use. There was no observed force or trauma. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). UDI related data quality updates only: corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal cannula. Section d2b: product code updated to btt. Section d4: UDI details updated - expiration date added. Section g1: contact person updated to (B)(6). Section g4: PMA/510(k) number updated to k162553. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p have made multiple attempts to obtain further information with regards to the reported event, however no further information was provided by the customer. Our investigation is thus based on the initial information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of an opt316 optiflow junior nasal cannula was broken during use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt316 optiflow junior nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt316 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Event description:
A regulatory body reported on behalf of a healthcare facility in the united kingdom that the tubing of an opt316 optiflow junior nasal cannula was snapped on one side during use. There was no observed force or trauma. There were no reported patient consequences.